Event description:
Information was received that reported a patient was hospitalized in 2009 due to an incident of diabetic ketoacidosis. Per the reporter, the patient began feeling ill a day prior, with vomiting. At the time patient's blood glucose was measured at 578 mg/dl. They were able to lower the patient's blood glucose to 497 mg/dl. The next day when the patient remained ill feeling they brought him to the hospital. He was admitted and treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.